Event description:
Allegedly removed during the revision of another component.

Event description:
Allegedly, removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00347, 00348.